Event description:
It was reported that during a re-anastomosis procedure, the device activated and a portion of the staples did not stapler properly. The surgeon realized this when he looked at the cartridge and saw that a few staples were crushed on the bowel wall and some on the cartridge procedure completed by suturing the bowel. The procedure was extended by two hours and thirty minutes to complete the suturing. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload present. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. No incident related to the reported event was observed during the batch record review.